Event description:
Customer reported that the expiry date on lot 04406041 appears to precede the manufacturing date.

Manufacturer narrative:
Based on the investigation of sol-m syringe tip cap tray, black, the complained issue is confirmed in batch 04406041. In this case the root cause was determined by the reversal of variable data without being identified throughout the chain of control steps. Containment action. 1. Conduct an internal audit on all batches of hat cover products to be produced in 2024 to check if similar issues still exist. 2. Communicate with customers about the handling solutions for problem batches of products. Corrective action. 1. Strengthen management of suppliers, requiring them to conduct internal training and to focus inspection on related defects in the future. Containment action status. 1. Completed self-inspection of all batches for 2024; 2 batches were found with anomalies. 2. Confirmed with customers that 2 batches of problematic products will be disposed of as scrap or will be used as is, based on customer preference. Corrective action status. 1. The supplier has developed the document "printing management specification" and completed related training. (1) purchasing: the "inspection guidelines for single packaging compound film and dialysis paper" (q/ldoi36-03) document has been updated and training has been completed for incoming inspection personnel; (2) process: the "inspection guidelines for hat cover process" (q/ldoi106) document has been updated and training has been completed for relevant personnel; (3) finished products: training has been completed for finished product inspectors to enhance quality responsibility awareness. Corrective action verification verification results: 1. Job instructions have been updated and relevant content has been added. 2. Training has been provided to inspectors and they are aware of the inspection requirements. 3. Randomly inspected the last 3 batches (batch numbers: 04411102, 04411103, 04411106), and no complaints were found. There is no evidence of a trend. Additionally, the residual risk associated with the complaint is deemed acceptable based on the calculated risk priority number. Sol millennium will continue to monitor this kind of issue and should a strong trend arise, additional batch and sample evaluation will be performed at the manufacturing site. This report was initially submitted on 11/21/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.